Event description:
The consumer reported poor coupling difficulty with recharging. Recharging best practices were reviewed and there was still poor coupling. Repositioning the antenna did not resolve the issue. An antenna locate session did not resolve the issue. The patient reported no pocket issues, no bandages, and no swelling. The patient was seeing the same warning screen on the recharger. A new antenna was being sent to the patient. Further, the manufacturer's representative (rep) reported she believed the patient's poor coupling was a result of the implantable neurostimulator (ins) being too deep. The patient got 56 on the antenna locate feature. The rep had no further information. There were no symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.